Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: a review of the black box showed one valid ¿loss of prime¿ warning on (B)(6) 2016 at 08:46; deliveries resumed at 08:52. Several ¿loss of prime¿ warnings associated with occlusion alarms were also observed. The black box showed an occlusion alarm on (b)(46 2016 at 08:13 and 08:52; deliveries resumed at 08:19. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 488 mg /dl with nausea, increased thirst, increased urination, and irritability. Patient did not check ketones, but gave self-injection to lower bg. During troubleshooting, the patient stated that the pump had recurring loss of prime issues that day, and that an empty cartridge alarm had been emitted. The patient lost confidence had discontinued pump therapy. This is being reported as the loss of prime was not resolved and the patient experienced hyperglycemia.